Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Visual analysis of the returned device identified a crease fold, wear abrasion and yellow particles. A leak test was performed, and no leakage was found. A microscopic analysis was performed which no identified openings in the device, the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings observed in the device.

Event description:
Device has been explanted.